Event description:
Litigation alleges pain and elevated metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and elevated metal ion levels. Asr revision reported by sales rep, left side hip, reason(s)for revision: painful asr cup. Removed and replaced with ceramic on poly, stem left in place. Invalid lot number cy6d21000 provided for stem, so left stem lot number as unknown. Hospital name: (B)(6) hospital. Hospital number: (B)(6).